Event description:
A healthcare worker complained of an eye splash and eye burning while working with cidex plus solution. The customer reported the worker was not wearing safety glasses when the event occurred. The worker rinsed the eye with water and no medical attention was received. The symptom resolved within a few minutes.